Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in a ureterorenoscopy (urs) procedure performed on (B)(6), 2010. According to the complainant, a successful functional check was performed prior to inserting the device into the patient. The retrieval basket was positioned within the patient's ureter to retrieve a stone approximately 4 millimeters in size, however the device would not close. The handle "did not function properly anymore." The physician attempted to remove the device from the patient with the stone still inside the basket. However, the pull wire and basket stayed inside the patient, while the sheath and handle were removed. The pull wire did not break anywhere along the length, but detached from the handle. The pull wire was removed from the patient, with the stone still inside to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation on june 15, 2010 that a gemini stone retrieval paired wire helical basket was used in a ureterorenoscopy (urs) procedure performed on (B)(6) 2010. According to the complainant, a successful functional check was performed prior to inserting the device into the patient. The retrieval basket was positioned within the patient's ureter to retrieve a stone approximately 4 millimeters in size, however, the device would not close. The handle "did not function properly anymore." The physician attempted to remove the device from the patient with the stone still inside the basket. However, the pull wire and basket stayed inside the patient, while the sheath and handle were removed. The pull wire did not break anywhere along the length, but detached from the handle. The pull wire was removed from the patient, with the stone still inside to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned device was consistent with the complaint event. The investigation found the drive wire disassembled from the sheath with kinks on both the drive wire and basket wires. Visual inspection of the handle cap and the pinch vise revealed that the device was properly assembled and torqued during the manufacturing process. The kinks on the drive wire and basket wire were most likely due to procedural factors since the device passed a 100% visual and functional inspection during manufacturing prior to being sent to the customer. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
(B)(6). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.